Manufacturer narrative:
The donor's autopsy report and any follow-up clinical information is not expected. A haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer went through the unit and found the calibrations were within specifications and all components functioning properly. Tech then performed a functional test and found the unit met manufacturer's specifications. There are no nonconformance's against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all testing passed. There were no issues, events or alarms noted with the equipment used during the procedure and there were no issues noted with the disposables. The status of the disposables is unknown. There is no evidence to suggest that the donor fatality was related to the device used during the plasmapheresis procedure.

Event description:
On may 9, 2022, haemonetics was made aware of a donor fatality from an unknown cause on january 8, 2022 which occurred within 24 hours of the donor's last donation procedure using a pcs®2 plasma collection system. Donor's last donation occured on january 7, 2022. Results of any autopsy performed are not available to the center. There was no report of donor reaction during the procedure. The donor had donated 89 times at the center in the past 12 months. There were no deferrals on this donor prior to her last donation. Donor did not have any documented allergies or immunizations. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation.